Manufacturer narrative:
Investigation results: the complaint that the needle didn't retract completely was confirmed from the photograph that was provided for investigation. The photo showed a needle that was partially retracted within the shield; however, the leading edge of the needle hub coincided with a damaged section of the barrel, which appeared to prevent full retraction of the needle. The root cause of the damaged barrel could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of ¿needle shielding failure¿ was confirmed. Probable root cause(s): undetermined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard needle partially retracted. The following information was provided by the initial reporter: unfortunately, we had a potential safety issue last week at santa monica ptu where the bd instyle autoguard 20ga x 1.16 in shielded IV catheter did not retract completely. Luckily, there was no harm to the patient.